Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7077176.

Event description:
It was reported that the patient experienced inadequate stimulation due to the placement of the lead and buildup of the scar tissue. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility.

Event description:
It was reported that the patient experienced inadequate stimulation due to the placement of the lead and buildup of the scar tissue. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).